Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm, change sensor/bad sensor, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported blood glucose value of 369 mg/dl. The customer reported hyperglycemia, malaise, fatigue, cramp(s) /muscle spasm(s), pain, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay, and also treated with the manual injection/insulin pen IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-7040a, mmt-864a, mmt-1884. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-864a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 20-oct-2024 and event date of 23-oct-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date of 20-oct-2024 and event date of 23-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 20-oct-2024 and event date of 23-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: 10/15/2024 03:42:00.000, 10/15/2024 03:52:00.000, 10/20/2024 01:10:00.000. Sensorexpiredalert (794) was found on: 10/17/2024 12:41:02.000 sgcalibrationerror (776) was found on: 10/19/2024 07:22:05.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the (primary) event date of 20-oct-2024. However, no delivery alarm/insulin flow blocked alarm was found on: 10/18/2024 23:09:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 15:54:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/19/2024 16:54:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 17:04:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/19/2024 17:19:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 17:29:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/19/2024 17:34:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 17:44:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/19/2024 18:09:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 18:14:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 18:24:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/19/2024 18:59:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/19/2024 19:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/19/2024 22:49:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. No unexpected no delivery alarm/insulin flow blocked alarm noted. Insert battery alarm was found on: 10/19/2024 05:33:18.000, 10/19/2024 05:33:21.000 10/20/2024 02:29:44.000, 10/20/2024 02:39:00.000 failed battery alert/battery failed alarm was found on: 10/19/2024 05:33:20.000 pump error 23 alarm was found on: 10/20/2024 02:40:04.000 power loss alarm was found on: 10/20/2024 02:40:19.000 10/20/2024 02:40:27.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Customer alleged for sensor anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.